Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field representative went to site on 10/13/15 and replaced the ups battery cartridge, the charge was tested when unplugged and passed. System put back into service. Batteries were sent back to manufacturer on 11/5/15. Analysis of the battery cartridge confirmed reported problem "ups batteries not holding full charge". Ups batteries failed 5 min load test in 4 min. Diagnosed problem: batteries bad, not holding a full charge. Failure mechanism: battery wont hold charge. System fully functional, no further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called to report that the mvs battery was not holding charge. The mvs would power off immediately upon being unplugged from the wall. There was no patient present when this issue was identified.